Event description:
It was reported that a malfunction occurred on the pump, which resulted in the customer's blood glucose level exceeding 500 mg/dl with a specific reading of 492 mg/dl. The customer attempted to address the high blood glucose by changing the cartridge; however, they required assistance to reset the pump. Technical support provided instructions for resetting the pump, and the issue did not recur after the reset. The customer was advised they could continue using the pump and to contact support if the malfunction occurred again.